Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's granddaughter that the patient was hearing the cardiac resynchronization therapy defibrillator (crt-d) "beeping" several times in the morning. The crt-d was checked and it was determined that the right ventricular (rv) lead was alerting for an out of range impedance. The rv lead impedance had returned to normal and no intervention was needed. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.